Manufacturer narrative:
The available information suggests the system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), and single coil implantable defibrillation lead, exhibited a high out of range shock impedance measurement. Review of device data found the impedance measurements have been increasing. Boston scientific technical services (ts) discussed likely calcification or scar tissue on the lead. The patient had recently received an appropriate shock for ventricular fibrillation (vf) which successfully converted the patient. Acceptable shock impedance measurements were noted with shock delivery. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned. This report will be updated should additional information become available or if analysis is completed.

Event description:
Additional information was received indicating high out of range shock impedance measurements continued to be observed. It was also noted that the patient recently experienced a syncopal episode. Review of the episode found undersensing had occurred. Boston scientific technical services (ts) recommended lead replacement. An invasive procedure was performed. This device and lead were successfully explanted and replaced. No additional adverse patient effects were reported.